Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, heavily calcified, mid left circumflex (lcx). The 2.0x15 mm mini trek balloon ruptured on the 2nd or 3rd inflation at 8 atmospheres during pre-dilatation of the heavily calcified lesion. Some resistance was felt during advancement of the balloon catheter to the lesion. The balloon catheter was retracted without issue and a non-abbott balloon catheter was used to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported resistance could not be replicated as it was based on case circumstances. The reported balloon rupture was not confirmed; however, a tear in the shaft was noted. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.